Manufacturer narrative:
(B)(4). Concomitant medical products: unknown knee femoral , unknown tibial bearing, unknown stem. (B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0001822565-2017-09961.

Event description:
It was reported that a patient underwent total knee arthroplasty. Subsequently, the patient was revised due to pain and suspected loosening. During the procedure it was noted that there was bony ingrowth on the tibial tray and the implant was not visibly loose. The tibial tray, stem, and bearing were removed and replaced.